Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is confirmed. One unpackaged ar-1588btb-2j tightrope btb, with deploying suture serial/batch number (B)(6), was received for investigation. Visual evaluation found that the needles and the suture threader were not returned with the device for investigation. The more in-depth visual evaluation found that the suture loop was pulled out from one side, creating a knot close to the button. Frayed was observed on the part of the white suture. The cause remains undetermined. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.

Event description:
It was reported that during an anterior cruciate ligament surgery the loop of the device broke. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery. Update avoe 09-nov-2022 it was confirmed that the brakeage occurred outside of the patient and nothing had to be retrieved from the patient.